Event description:
It was reported that a lead safety switch (lss) occurred due to high out-of-range pacing impedance on the non-boston scientific right atrial (ra) lead of this pacemaker system. Once in the unipolar configuration, noise was seen on the ra channel. The pacemaker was reset and the out-of-range impedance measurements could not be reproduced in clinic. The physician elected to continue monitoring. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.